Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently underwent a skin revision surgery (wound debridement) under general anesthesia on (B)(6) 2025. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.